Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The p-cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, overlay scratched, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, detached retainer, broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage(faded). Conclusion summary: unit was confirmed with cosmetic damage at retainer area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced big crack on the reservoir slot of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1781k was requested and the device was returned for analysis.